Event description:
Boston scientific received information that this device had been delivered by the police, to a local medical facility, for a post mortem interrogation. The patient's body had been discovered by the police and at this time, the cause of death remains unknown. During interrogation, the programmer displayed a software related error message. Boston scientific's engineers were then contacted for a technical evaluation. Engineers concluded the error message was a diagnostic data error/corruption within the device. Additionally, it was stated that such a data error would likely not have affected the device's ability to deliver therapy; however, a determination could not be made in the absence of a returned product. Due to the ongoing police investigation the request for product return, has been denied at this time and no further information has been received.

Manufacturer narrative:
As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information or a returned product be provided.